Event description:
It was reported that the patient experienced elevated blood glucose levels and tested positive for ketones.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was functioning within required specifications and delivery accuracy. The patient is a new user who started using the pump two days prior to the reported event.